Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 70% stenosed anatomy resulting in the reported failure to advance. Manipulation of the device and/or interaction with the anatomy and/or other devices resulted in the reported stretched coils and ultimately resulted in the reported tip break. The treatment(s) appears to be related to the operational context of the procedure as the guidewire was removed with the help of a micro catheter and a clinically significant delay in the procedure was noted. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The images provided do show what appears to be a portion of a guide wire in the subject vessel. While the lesion under treatment was described as having ¿¿no calcification or tortuosity.¿ is was also described as being ¿¿70% stenosis¿¿. Based on these descriptions there it is possible that the lesion characteristics were misdiagnosed initially, potentially leading to an improper guide wire selection; i.e. A guide wire most aligned with treating a lesion requiring a higher, more robust tip load.b3, b6; dates updated.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex coronary artery with 70% stenosis and no calcification or tortuosity. The 014 ht turntrac was being advanced through the occlusion, but was not moving forward. It was observed that the wire was damaged and was uncoiled [unraveled]. The tip was separated but remained connected. The guidewire was removed with the help of a micro catheter and a clinically significant delay in the procedure was noted. No additional information was provided.